Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14375. It was reported that the patient's right atrial lead and right ventricular lead exhibited multiple instances of low pacing impedance value drops resulting in inappropriate pocket stimulation. The leads were explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.